Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's record of bolusing and data were not appearing on carelink reports. The customer's blood glucose was 5.4 mmol/l. The customer stated that there were no error alarms present in the alarm history of the insulin pump. Advised that a replacement insulin pump would be sent. Nothing further reported.